Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts along the mis-section lifted and misaligned. The undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-jan-2021. It was reported that crossing difficulties were encountered. The target lesion was located in a highly tortuous and highly calcified right coronary artery. After placing a non-boston scientific (bsc) wire, pre-dilatation was performed with a non-bsc balloon. A 20x4.00mm promus premier drug-eluting stent was advanced but the device could not cross the lesion. Dilatation was performed again at higher pressure and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.